Event description:
Pt coughed up an oval plastic object in post anesthesia recovery room. The object was shown to the anesthesiologist. The object is believed to be a portion of an endotracheal tube (et). The et was retrieved and observed. The object may be the same shape and size of the eyes of the endotracheal tube.